Event description:
It was reported that the right ventricular lead had a possible fracture. The patient alert triggered and an interrogation noted noise on the stored electrogram. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis found that the defibrillator superior vena cava (svc) coil was fractured/flexed. There was an outer insulation breach/depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.